Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported powering off without user input which was reproduced. Improper shutdown messages were verified through a review of the event history log and found to be caused by depressed battery contact pins identified during visual inspection. The rear case assembly which contains the battery contact pins was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced powering off without user input while being loaded. There was no patient involvement associated with this event. No additional information is available.